Event description:
Patient returned for evaluation of pain several months following implantation of a pedicle screw construct. Surgeon reported the reason for pain as primary non-union in this patient with osteoporosis and some scoliosis and degenerative changes in spine. Surgeon reported one screw as being loose. Three of the 6 screws of the two level construct were removed and replaced.

Manufacturer narrative:
(Other): locking nut cross threaded during installation, resulting in the push out of the screw shank and bottom saddle from the pedicle head of pedicle screw assembly.